Manufacturer narrative:
Insulin pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement and confirmed power error detected due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a power error detected. The customer¿s blood glucose level was 7.1 mmol/l. The customer was treated with injection and removed the pump. The customer stated that they had power error detected alarm several times. The troubleshooting was performed and was advised to change the battery. The power error detected alarm was not cleared. The insulin pump will be returned for analysis.